Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that acetabular grater handle locked up and will not hold on the graters. Surgeon requested to have it replace asap.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no instrument associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that acetabular grater handle locked up and will not hold on the graters. Surgeon requested to have it replace asap. / / investigation method: / / investigation summary:

Manufacturer narrative:
Product complaint # (B)(4). Type of reportable event has incorrectly been reported as serious injury in (B)(4). Correct reportable event type is malfunction only. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.